Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead had dislodged post-procedure. An attempt was made on (B)(6) 2020 to reposition the lead without success. The lv lead was explanted, and a competitor lead was implanted.